Event description:
This event involved a patient who experienced a sudden drop in his lvad estimated flow accompanied by dyspnea and lower leg edema approximately four months post heartware lvad implantation. During a previous admission two months prior, it was reported that a transthoracic echocardiogram revealed a "floating structure" at the mitral valve annulus. Details regarding the nature of this "floating structure" and any treatment provided for it were not reported. During this admission, a follow-up echocardiogram was performed and it was noted that the previously identified "floating structure" was no longer present. The patient ultimately underwent heartware lvad pump exchange and was discharged to a rehabilitation facility.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad pump (B)(4) in relation to the reported event. This included labeling/instructions for use, clinical evaluation, log review/analysis, visual and functional examination, review of manufacturing documentation and independent pathology analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported event of inadequate flow rate was confirmed via review of the controller log files and suggests inflow occlusion and eventual ingestion of a thrombus into the hvad pump. Independent pathological analysis confirmed the presence of a thrombus coagulum with histologic features suggestive of chronic organizing thrombus. This is indicative of previous formation outside of the pump, and suggests that this thrombus was ingested into the pump. Post explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. While the exact cause could not be determined, several clinical factors that may have contributed to the event include the patient's history of infection and identification of a possible thrombus in the left ventricle noted by echo. There is no evidence to suggest that the reported event relates to a device defect.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.